Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a disconnection between a supply line of a homechoice cassette and a solution bag was reported and is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on a homechoice device during dwell three of five of peritoneal dialysis therapy. The patient was connected at the time of the alarm. During troubleshooting, it was determined that a solution bag had a loose connection to a supply line of a homechoice cassette and became disconnected. The renal therapy service agent (rtsa) had the care giver cycle the power until the alarm cleared. The rtsa reviewed proper procedures with the care giver. There was no patient injury or medical intervention associated with this event. No additional information is available.